Manufacturer narrative:
(B)(4). Upon further investigation this condition was determined to be a duplicate of report # 6000001-2012-07467. All further reporting for the reported condition of a broken power cord, will be addressed in report # 6000001-2012-07467.

Event description:
The facility representative contacted baxter to report a flogard pump in which during the initial particulate matter inspection, it was found that an alternating circuit power cord ground pin was broken. There is no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.